Event description:
Rep reported that the doctor assumed the patient had a programmable valve. Patient was taken to xray to verify pressure setting. The xray's were never clear. They did not see black dots. Since the patients was showing symptoms of gait and had to go back to a walker the surgeon felt the valve was not working. When the patient was opened, they realized that the patient was implanted with a fixed pressure valve.

Manufacturer narrative:
The device has been received. Upon completion of the evaluation, a follow up report will be filed.